Event description:
Complainant alleged that while attempting to treat a pt, the device would not power up with battery power. The clinician indicated that the ac mains power was plugged in to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.